Manufacturer narrative:
The insulin pump powered up properly after battery installation and received with operating currents within specifications. The insulin pump was monitored and no blank display anomalies were noted. The insulin pump passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with broken reservoir tube lip, broken battery tube threads, cracked case at reservoir tube window corners and with minor scratches on the lcd window. The insulin pump was missing the reservoir tub o ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose level was 188 mg/dl. The battery compartment was missing a piece and the reservoir was cracked. The insulin pump was dropped. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.